Event description:
The customer reported that the systems screen (display) was stuck on the ge screen (display) and they could not get past it. Even after several reboots, the system would not come up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.